Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported hyperglycemia, vomiting, diabetic ketoacidosis treated with ems/ambulance/ER visit, hospitalization: overnight stay, glucagon, IV insulin drip (intravenous insulin infusion), a blood glucose value of 21.1 mmol/l, and the motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41) alarm. Troubleshooting was performed and found that the issue was resolved. The customer was able to clear the alarm and the customer was able to complete the pump rewind. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will continue to use of the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged pump error 41 alarm and visit to emergency room for high bgs/dka found on (B)(6)2023. On (B)(4), svn#: 000314644635 - customer returned pump for an alleged high bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08655 inches. The pump was monitored and no pump error 41 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2023 and (B)(6) 2023 to (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 16-aug-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 16-aug-2022 in the formatted history file. In further full review of the pump history/traces on the event date of 30-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 30-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 333500 (33.35 u). Dailytotalofbasalinsulindelivered: 246500 (24.65 u). Dailytotalofbolusinsulindelivered: 87000 (8.7 u). (B)(6) 2023 10:08:38.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). (B)(6) 2023 10:23:46.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 20000 (2 u). Bolusamountdelivered: 20000 (2 u). (B)(6) 2023 13:07:55.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 37000 (3.7 u). Bolusamountdelivered: 37000 (3.7 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 30-oct-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 00:43:01.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 02:52:56.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 11:04:58 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Pump error 43 alarm and pump error 41 alarm (file number: (B)(4), line number: 589 713) were recorded and found in the formatted history file on: (B)(6) 2023 07:30:00.000 pump error 43 alarm and pump error 41 alarm (file number: (B)(4), line number: 589 713) were confirmed suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. However, pump error 43 alarm and pump error 41 alarm (file number: 121 121 line number: 589 713) were confirmed according in the formatted history file, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.